Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autog bc blu had safety failure.

Event description:
It was reported that bd¿ insyte autog bc blu had safety failure.

Manufacturer narrative:
H.6. Investigation summary: DHR- a total of (B)(4) units were built/packaged on afa line 12 from 4jul18 through 7jul18. All challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received one (B)(4) unit within an open package from lot number 8184925. The unit was received with the needle fully retracted within the safety barrel. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received unit. No traces of adhesive was found of the areas. Functional test (needle retraction): the needle covers was removed. The needle was pushed into the out position ¿ no damage or bents were observed. The catheter adapter was put into place the white button was pushed ¿ and the needle retracted without resistance. Retraction was successful. Conclusion(s): the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated with the returned unit.